Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported a consumer had therapy suspended due to pregnancy. It was noted that there was a previous device failure. Consequences of the event were noted as not available. No symptoms were reported. There were no further complications reported and/or anticipated.